Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant alarms to confirm the reason code. No backlight anomaly noted. All buttons were tested and all were responding properly. During testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. No flattened or creased domes were noted on keypad assembly. However, moisture damage was found on motor force sensor gold traces. Isolate to electronic assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of no delivery alarms were not confirmed when no unexpected alarms were noted during testing. Additionally, customer's alleged backlight anomaly was not confirmed when the backlight was functional during testing and unit passed self-test. Customer's alleged keypad anomaly not confirmed when no damage to the keypad assembly was noted, and no anomalies were noted during testing. However, during deconstructive analysis, moisture damage was found. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the buttons became stuck to the pump and received pump button issue alerts. The customer also reported that the screen had dimmed, making it harder to see, and that no delivery alarms were received. The customer reported no adverse event. The event involved product(s) mmt-1884, unomedical, and mmt-332a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the backlight anomaly and the keypad anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1884, unomedical, and mmt-332a

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.